Manufacturer narrative:
Medical device: product ID 3889-28, serial/lot#: (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the device has been off for 2 years because it was not working correctly. Patient said the implanting hcp didn't want to hear about the issue. Patient said the device reacted more to the patient's toes than their bladder. Patient said they tried reprogramming the device but since the device was implanted it didn't help the patient's symptoms at all. Patient said they need to have a MRI of their gull bladder, CT scan was already done. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The patient called and reported they were going to have their system removed and patient services asked if it was so they could have mris and the patient stated "not only that," and reiterated previously reported information, that the device had never really worked for their symptoms from the get-go and that the health care provider (hcp) had put it too close to where they moved their toes and that they wanted to "move the line" but the patient didn't want to have another procedure to have it moved. The patient stated they would have had it removed sooner but covid happened so they were just getting to it now and that the implant was "off" and "unplugged." The patient stated they didn't have a managing health care provider (hcp) for the device, that they'd been seeing a gyno-urologist in their area however one of their associates had wanted the patient to try something else and the patient did not want to try anything else. The patient stated that a general surgeon who had done their gall bladder surgery was going to remove the implanted system but the surgeon wanted to know more information about removing the implanted system first so patient services advised the patient to have the surgeon call technical services. The patient also moved so patient services updated the patient's address with device registration.

Event description:
Additional information was received from the patient. When asked about the most likely cause of the hcp putting the "line" too close to where they moved their toes and wanting to move it, they reported that the the device never really helped once it was placed. The doctor offered to move the leads but they refused the offer. When asked what steps were taken to resolve the issue, they reported they no longer live near the practice and that they are looking into having it removed. They reported that the issue was not resolved but no further action will be taken. They wrote that they do not wish to have anything done to correct the situation. Their plan was to find someone locally to remove it in the event that they need an MRI. They asked if they should return their unit when it is removed.

Manufacturer narrative:
Product ID 3889-28 lot# va1r8ap implanted: (B)(6) 2018: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.